Event description:
It was reported the patient experienced an infection and new pain at the device site. The device was explanted. The patient completed six weeks of IV antibiotic treatment. The patient had returned to using "sro's". The hcp reported that colonization with mrsa would prevent reimplant. The patient recovered without sequela.